Manufacturer narrative:
Device is used for treatment, not diagnosis. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-11 / astm f1295. No product fault could be found. Our investigations have shown that the hexagon insert was damaged and widened up due to inadequate and forcible handling. The outer diameter of the screw got enlarged and therefore the plate cannot pass the end of the screw. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in china as follows: tip and shaft of screw broken. It was noted during surgery that the tip and shaft of the screw was too large and could not be inserted into the plate. The surgeon used another screw to complete the surgery. The patient was not impacted and the surgery was not been delayed. The event did not require additional medical treatment. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.